Event description:
It was reported that there was a separation between the female connector (dark blue) and the main body (light blue) of a minicap transfer set; further described as ¿dark blue piece was coming out of the light blue main body¿. This occurred during use of the devices for automated peritoneal dialysis (pd) therapy. The patient was unable to disconnect the transfer set from the patient line of the cassette. The transfer set was replaced to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the event occurred on an unspecified ate in (B)(6) 2024. H11: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.